Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer three piece lens, +21.5 diopter, and the lens was damaged. The lens was removed within the same surgery, with no patient injury, no incision enlargement. The backup lens was implanted with no problem and patient is doing well. The reporter indicated the cause of the event was due to tech/loading error, there were no issues with the lens. The reporter indicated another manufacturers injection system was used.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection of the lens found a haptic separated from the lens, multiple tears throughout the optic, and missing pieces from the optic. (B)(4).